Event description:
It was reported that the pt took several hard falls into the implantable neurostimulator (ins). There was no stimulation from the lead that was replaced. A lead breakage was possible and there was not normal battery depletion. The pt recovered without sequela and there was no injury to the pt. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. There was good stable output on the electrode pairs. Final device analysis of the lead revealed that the conductor was broken at the titan anchor site. All wires were broken 49cm from the distal end near an anchor site. All circuits were open due to the wire breaks. Final device analysis of the titan anchor revealed no anomaly. The anchor was separated, suspected explant damage.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.